Manufacturer narrative:
The device is available for evaluation; however, the device has not been received. A follow up report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple altitude alarms. The customer was able to resume insulin delivery and there was no impact to customer's blood glucose level.